Event description:
It was reported the ipg was inoperable. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
H6: medical device problem code.

Event description:
Additional information clarified the patient had not been able to communicate with the ipg since (B)(6) 2021. Analysis did not confirm the issue. The ipg was found to be communicating and operating normal.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Correction: section h6 - medical device problem code should have been 2017 rather than 3283.

Event description:
Additional information clarified the ipg became inoperable after not charging for several months.